Event description:
It was reported that a neurosurgeon encountered a frozen screen with a dell x5 handheld computer. Further info received indicated that the frozen screen was at the successful interrogation screen and re-seating the flashcard resolved the issue.